Event description:
Further follow-up revealed that the patient is healing well since reimplant surgery. There are no signs of infection and the pt has not picked at the incision.

Event description:
Reporter indicated that vns pt was explanted approx two months post-implant due to wound dehiscence at the neck incision site with partial exposure of the device as a result of the pt picking at the incision site. Both the generator and lead (excluding electrodes) were explanted. The pt was reimplanted approx five years later, at which time treating physician recommended some type of vest to prevent the pt from picking at the incision sites.